Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer also reported that the infusion set cannula was bent. Customer stated that they put a silhouette in the upper leg and it kinked and caused blood glucose to be high. The insulin pump will not be returned for analysis.